Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction pathway. The lead connector passed insertion testing into the test implantable cardioverter defibrillator and the test connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot, which may have contributed to the reported field event.

Event description:
It was reported the patient presented implant of the left ventricular lead. During the procedure high capture threshold measurements were observed in multiple positions. A replacement lead was used to successfully complete the procedure. Patient was stable.